Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant case reference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician ((B)(6)) and describes the occurrence of device breakage ("delivery catheter broke and filamentary material was present between the catheter and the insert"), complication of device insertion ("delivery catheter broke and filamentary material was present between the catheter and the insert") and device difficult to use ("prolongation of operative time with accompanying risks") in a female patient who received essure (batch no. 628059). On (B)(6) 2009, the patient started essure. On (B)(6) 2009, the same day after starting essure, the patient experienced device breakage, complication of device insertion and device difficult to use. At the time of the report, the device breakage, complication of device insertion and device difficult to use outcome was unknown. The reporter provided assessment for device breakage, complication of device insertion and device difficult to use as related with essure. The reporter commented: three incidents in 4 months with the essure method (see reporter's two linked case #s (B)(4) with same (B)(6)). Prolongation of operative time with accompanying risks. Company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and during placement, delivery catheter broke and filamentary material was present between the catheter and the insert. This event (device breakage) is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the catheter breakage occurred during the insertion procedure and was assessed as related. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("delivery catheter broke and filamentary material was present between the catheter and the insert") and complication of device insertion ("delivery catheter broke and filamentary material was present between the catheter and the insert, essure and broken parts were removed during insertion") in a (B)(6) female patient who had essure (batch no. 628059) inserted. Other product or product use issues identified: device difficult to use "prolongation of operative time with accompanying risks" on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage and complication of device insertion. Essure was removed on (B)(6) 2009. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. The reporter commented: three incidents in 4 months with the essure method (see reporter's two linked case #s (B)(4) with same ansm number (B)(4)). Prolongation of operative time with accompanying risks. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.824 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("delivery catheter broke and filamentary material was present between the catheter and the insert"), complication of device insertion ("delivery catheter broke and filamentary material was present between the catheter and the insert, essure and broken parts were removed during insertion") and device difficult to use ("prolongation of operative time with accompanying risks") in a (B)(6) female patient who had essure (batch no. 628059) inserted. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced device breakage, complication of device insertion and device difficult to use. Essure was removed on (B)(6) 2009. At the time of the report, the device breakage, complication of device insertion and device difficult to use outcome was unknown. The reporter considered complication of device insertion, device breakage and device difficult to use to be related to essure. The reporter commented: three incidents in 4 months with the essure method (see reporter's two linked case #s (B)(4)with same ansm number (B)(4)). Prolongation of operative time with accompanying risks. Most recent follow-up information incorporated above includes: on (B)(6) 2017: physician returned essure device breakage questionnaire: patient's age added, essure was removed hysteroscopically during insertion (patient's age added, essure removed immediately) company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and during placement, delivery catheter broke and filamentary material was present between the catheter and the insert. Essure was removed hysteroscopically during insertion. This event (device breakage) is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the catheter breakage occurred during the insertion procedure and was assessed as related. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances.. Product technical analysis is expected.